Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. The device had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a button error alarm due to moisture under screen display of insulin pump. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.